Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini orders were not showing on patient's profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank mini orders were not showing on patient's profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the items were not showing on the patient profile. A technical support specialist (tss) checked medbank myqlink and found the medications were listed in the patient¿s medication order, and the medications were not showing as assigned to the cabinet. Tss explained the finding to the customer, and the customer was directed to reach out to their pharmacy. The system functioned as intended after the technical support specialist resolved the issue.